Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 416 mg/dl at time of incident and insulin pump had multiple error alarm. The customer reported other blood glucose value such as 245 mg/dl, 172 mg/dl, 400 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The customer reported that they received low battery alert before replace battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with electrical board 2.